Event description:
The senior medical surveillance specialist reviewed the information the patient/layperson gave to the customer care advocate (cca) on (B) (6) 2010. The patient reported that his onetouch ultra2 meter would not turn on at 8 pm on (B) (6) 2010, despite having changed the batteries. The patient injected his usual night time 27 units of lantus, a long acting insulin. Because he was unable to test, he elected not to inject novolog that is taken on a sliding scale. Presumably the patient had taken novolog earlier in the day before the alleged power issue began. When the patient woke up at 7:00 am on (B) (6) 2010, he assumed his blood glucose was elevated because of frequent urination, a symptom that is associated with hyperglycemia. Although he ate normal meals at 7 a.m. And noon on (B) (6), he did not inject novolog since he thought the meter no longer had power. After troubleshooting for the cca, the alleged power issue was resolved: the meter turned on. The complaint is reported because the patient alleged he became hyperglycemic when the perceived power issue prevented him from testing and injecting novolog insulin. The cca replaced the meter, strips and control solution.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.